Event description:
On (B)(6) 2012 it was reported by a company representative that high impedance with a dcdc of 7 was seen for this patient. The nurse stated that the dcdc of 7 was "taken care of" and diagnostics are no longer showing dcdc of 7; no further information was provided at the time. During review of the programming history it was noted that high impedance was seen during a normal mode test performed on (B)(6) 2011. A system diagnostics test was performed on (B)(6) 2011 which also showed high impedance. The patient was not disabled until (B)(6) 2012 according to the programming history. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when the nurse reported that she does not have time to provide any further information.

Manufacturer narrative:
Relevant tests/laboratory data, including dates ; inadvertently did not include programming history on the initial report.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury.

Event description:
Additional information was received on (B)(4), 2012 when the nurse stated that she could not find this patient with high impedance in their records.